Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for gastrointestinal/pelvic floor. Symptoms reported were she coded during the implant procedure and died. Event date was (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.